Event description:
Placed 18g piv on patients right forearm. After sliding off catheter into vein I deployed the safety button to extract the needle. I heard a click as I usually do, but the needle did not retract. I slowly removed the needle from the catheter and completed IV insertion. Needle was recapped as safely as possible and placed in biohazard bag with original packaging. FDA safety report ID# (B)(4).